Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level; value was not provided. Cause of bg level was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.